Manufacturer narrative:
The field service engineer (fse) performed several service actions, including replacing the gear pump head and adjusting the gear pump pressure, adjusting the cuvette washing station, replacing the sample probe, the reagent probe, and vacuum pump diaphragms. The customer has not complained of any further issues. As several service actions were completed, the specific cause of the event could not be determined. The service actions resolved the issue.

Manufacturer narrative:
The hdlc4 reagent lot was 870415 with an expiration date of 31-mar-2027.

Event description:
The initial reporter complained of high results for multiple patient samples tested for hdl-cholesterol gen.4 (hdlc4) on a cobas 6000 c501 module. An example of discrepant results was provided for 1 patient sample. The initial result was approximately 90 or 100 mg/dl. The repeat result from a different module was approximately 60 or 70 mg/dl.